Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that off and on for the last 4 months, she has been hurting in her lower back. The patient states that her "tailbone feels like someone beat her with a hammer". The patient stated she tried increasing the stim but hasn't been able to resolve the issue. The patient unlocked the controller and reported the ins was off. The patient noted that this isn't the first time the ins has turned off. The patient turned on stimulation and increased her stimulation to around 5.0ma on group a w/ the one program she had available. The patient confirmed that she felt tingling in her tailbone from the stimulation, but if she increased it further, the stimulation spread to her legs and became uncomfortable. The patient states she has group b and c available but declined to further troubleshoot. The patient noted she was frustrated w/ the ins, and wanted the ins removed. No further complications were reported/anticipated.